Event description:
The facility states the consumer shifted her weight to the right side to allow the cna to clean her, when the seat allegedly popped up and the chair started to collapse. No injury is alleged, however, the consumer did have x-rays.

Event description:
The facility states the consumer shifted her weight to the right side to allow the cna to clean her, when the seat allegedly popped up and the chair started to collapse. No injury is alleged, however, the consumer did have x-rays.

Manufacturer narrative:
(B)(4)- facility representative alleges that while a resident was showering she moved to adjust her weight the shower chair collapsed. The product was returned for regulatory affairs inspection. Visual inspection: caster wheels had hair in the bearing and was coated with soap residue, flip-back armrest back stop has evidence of corrosion and soap residue, and seat rails had paint worn off and had evidence of corrosion. There were no discrepancies were observed during functional testing. Complaint was not confirmed.